Event description:
Found during inspection. According to the reporter, the device front panel ac main light was not illuminated, and it would not power up with the ac power cord connected. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up with ac power connected. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.